Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ncircle tipless stone extractor did not open or close. When the physician performed a functional test of the extractor prior to the insertion, he felt that he could not open or close the basket smoothly compared to usual, to a small extent. He continuously used it for the procedure nevertheless, but after the stone was grasped once or twice, the basket became impossible to open or close. The device was used for transurethral ureterolithotomy (tul). Another device was used to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. Visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation was returned partially open. The collet knob is tight and secure. The male luer lock adaptor (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 3 cm in length. A visual examination noted the support sheath is bowed in appearance. The basket sheath is bowed 4.5 cm from the distal tip. A functional test noted the handle actuated the basket formation to the open and closed positions. It was noted that one of the basket wires is broken. A review of the device history record found no non-conformances related to the reported failure. A complaint history search revealed one other complaint associated with complaint lot number 8521768. The other complaint was for an unrelated issue. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have bowed support sheath, a bow in the sheath near the distal end, and a broken basket wire. The functional check found the basket could be opened and closed, but the observed sheath damage (bowing) makes it possible the device would not function when inserted into the tortuous path of a scope during use. The likely cause for the functional issue was that the cannulated handle became bent when handling the device. The bowed support sheath indicates the cannulated handle was bent. The bent cannulated handle would be difficult to move within the sheath, leading to the functional issue. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. The device was also found to have a broken basket wire. The broken wire was not mentioned in the complaint information. Since the broken basket wire was not reported during use of the device, it is assumed the wire was broken after use or during return of the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Investigation ¿ evaluation. Visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation was returned partially open. The collet knob is tight and secure. The male luer lock adaptor (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 3 cm in length. A visual examination noted the support sheath is bowed in appearance. The basket sheath is bowed 4.5 cm from the distal tip. A functional test noted the handle actuated the basket formation to the open and closed positions. It was noted that one of the basket wires is broken. A review of the device history record found no non-conformances related to the reported failure. A complaint history search revealed one other complaint associated with complaint lot number 8521768. The other complaint was for an unrelated issue. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have bowed support sheath, a bow in the sheath near the distal end, and a broken basket wire. The functional check found the basket could be opened and closed, but the observed sheath damage (bowing) makes it possible the device would not function when inserted into the tortuous path of a scope during use. The likely cause for the functional issue was that the cannulated handle became bent when handling the device. The bowed support sheath indicates the cannulated handle was bent. The bent cannulated handle would be difficult to move within the sheath, leading to the functional issue. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. The device was also found to have a broken basket wire. The broken wire was not mentioned in the complaint information. Since the broken basket wire was not reported during use of the device, it is assumed the wire was broken after use or during return of the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.